Event description:
Complainant alleged that during functional testing, the device displayed "bridge test failed" and "defib fault 78" messages. Complainant indicated that there was no patient involvement in the reported malfunction.